Manufacturer narrative:
Correction: please retract this report 2938836-2017-0185059. This is a non-reportable event. There was no allegation of device malfunction nor did a serious injury occur.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported to that there were concerns regarding the patient¿s pacemaker that feels like someone is ¿chest punching" outwards. There are concerns of cybersecurity and the patient will see the doctor soon. No further information provided.